Event description:
Additional information was received stating that the vns patient¿s breakthrough seizures occurred on (B)(6) 2014. The patient¿s seizures were below the patient's pre-vns baseline levels. It was noted that the patient¿s medication was increased prior to the reported breakthrough seizures. The patient¿s device was tested and no anomalies were noted.

Event description:
It was reported that the patient has been experiencing a breakthrough in seizures. The physician inquired as to whether the device could be nearing end of service. It is unknown if the breakthrough seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.